Event description:
Manufacturer received report from company representative at office visit with physician that programming wand failed to program. Programming wand was returned for analysis. Analysis of the returned wand identified that the serial data cable had an intermittent conducter, which caused the reported problem.